Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the carelink monitor is not dialing out. A different phone jack and different telephone cord were used and not successful. A new carelink monitor is was ordered. No patient complications have been reported as a result of this event.